Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, self test and error alarm test. All the operating currents were within specification. Off no power alarm did function properly. During the occlusion test, pump delivered a 2.0 fill cannula and water exited through the infusion set. No prime/fill anomaly or excessive no delivery alarm noted. There was no gap between the motor slide and the reservoir. The units remaining in the status screen matches the reservoir volume. The unit was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
Customer reports that his insulin pump has malfunctioned. He states that insulin continues to drip after motor stops during manual prime process and after letting go of the act button. Customer has also received no delivery. Customer's blood glucose was 131 mg/dl at time of call. Customer declined to continue troubleshooting as he states his insulin pump continues to over deliver insulin, and he does not want to take the risk of continuing using his current insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.